Manufacturer narrative:
Follow-up #1: date of submission 05-march-2018 device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no evidence of loss of prime events. During testing, a call service cs078-0008 alarm was produced at the rewind step, which inhibited further testing. The original complaint that the pump would not appropriately emit a loss of prime warning was unable to be investigated due to the call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump would emit a loss of prime warning prior to delivering a bolus. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.